Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated surgery (unknown date) the doctor cut the lead out of the way. Unsure if any lead was removed during that procedure. Additionally, the ipg was not set into surgery mode prior to the procedure, rendering the ipg inoperable. As such, surgical intervention took place on (B)(6) 2026 wherein the leads and ipg were explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Patient weight is unknown.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.

Event description:
A retrospective review indicates this event is connected to the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.